Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: 1 sample was returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Customer returned photos of a 3/10cc syringe. Customer states that the orange shield was found to have fallen off. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. Unable to perform DHR check for shield separates due to unknown lot number. Occurrence: unable to perform complaint lot history check for shield separates due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, shield separates) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Root cause description: on 28aug2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the hub separated from the unspecified bd¿ syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer stated "the orange shield was found to have fallen off."